Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed prior to patient use. The device was filled with 115ml of fluorouracil with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from april 19, 2019 - april 22, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which revealed evidence of leak. The exact location of the leak could not be found. The reported condition was verified during photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.